Event description:
Reporter alleged discrepant blood glucose values of 254 mg/dl back to back with a result of 124 mg/dl when testing was performed 3 minutes apart on the advantage system. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.